Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 of the same event. It was reported that during an unspecified foot surgery, it was observed that the motor device, attachment device and cutter device ¿were making funny noises and metal shavings were falling into the surgical site¿ when in use together. The reporter stated that the motor device was switched with a spare motor device. The same attachment device and cutter device were utilized with the spare motor device. According to the report, it was again observed that the devices were making funny noises and metal shavings were falling into the surgical site¿. As a result, there was a five minute delay to the surgical procedure. There was patient involvement. There were no reports of injuries or prolonged hospitalization. It was unknown to the reporter if radiology imaging was utilized. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.